Event description:
It was reported during an in-clinic test that an elevated capture threshold in bipolar and no capture in unipolar were noted on the right ventricular (rv) lead. Lead perforation was suspected. No intervention or diagnostic was done. The patient was stable.